Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the scope was inserted smoothly. During the deployment, the first three bands were deployed smoothly; however, the fourth band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a hemostasis of esophageal varices procedure performed on (B)(6), 2022. During the procedure, the scope was inserted smoothly. During the deployment, the first three bands were deployed smoothly; however, the fourth band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): the second affiliated hospital of (B)(6) university. Block h6: medical device problem code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head returned with four bands attached and were in good conditions. The handle slot had inserted the trip wire. The device was observed under magnification and the ligator head teeth and the suture hole had no problems. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the returned handle assembly were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, visual and functional inspection were performed and there were no problems found during these inspections; therefore the reported complaint cannot be confirmed. The most probable root cause of this complaint is no problem detected.